Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of five of peritoneal dialysis. The home patient was connected to the device at the time of the alarm. The home patient stated the final line clamp was opened, but the cap was on the line. The technical service representative (tsr) explained the alarm. The tsr had the home patient close the clamps, disconnect and cycle the power. The tsr assisted the home patient with ending therapy and getting the set out. The home patient stated they would finish therapy with manual bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, an open clamp is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.